Manufacturer narrative:
.

Event description:
It was reported that at the post-operative check, it was noted that atrial pacing caused ventricular depolarization. Atrial lead dislodgement was confirmed via a chest x-ray. The lead was repositioned successfully. The patient would be monitored.